Event description:
It was reported that in central processing, it was observed that the tip was bent on the fenestrated bipolar forceps instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the instrument's grip tips to be bent. One grip was bent which caused side to side misalignment of the grip. There was a 0.388 offset at the tips indicating overloading at the tip. The instrument passed the electrical continuity testing. Failure analysis concluded that the bent damage may be due to mishandling/misuse. Failure analysis investigation also found the following additional damages: the instrument's distal pulley had mechanical indentations/burrs damage. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the mechanical indentations/burrs damage may be due to mishandling/misuse. The instrument's pitch cable was frayed at the distal idler. No damage was found on the pulley and clevis. In addition, the distal end of the instrument's main tube had a scratch mark/abrasion with light material removal and a rough surface finish. The scratch was not axially aligned with the tube. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the additional finding of the frayed cable and scratch mark on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.